Event description:
It was reported that a bowel perforation occurred. An 2.1 iceforce cx 90 degree needle was selected for a cryoablation of a exophytic renal cell carcinoma. The procedure was completed with the device successfully. Then, the patient experienced abdominal pain. A surgical resection was required to treat a perforation in the bowel. Post-procedure the patient is stable. It is unknown whether the physician believes the device may have caused/contributed to the perforation. It was further reported that the patient developed symptoms two or three days after the procedure. Per the physician, the symptoms may have been due to the procedure or due to the frail condition of the patient and the condition of their bowel. The patient was scheduled for surgery; however, the decision to go through with the surgery was declined due to the condition of the patient. The patient subsequently passed away. It was noted that no product issues were encountered during the procedure.

Event description:
It was reported that a bowel perforation occurred. An 2.1 iceforce cx 90 degree needle was selected for a cryoablation of a exophytic renal cell carcinoma. The procedure was completed with the device successfully. Then, the patient experienced abdominal pain. A surgical resection was required to treat a perforation in the bowel. Post-procedure the patient is stable. It is unknown whether the physician believes the device may have caused/contributed to the perforation. It was further reported that the patient developed symptoms two or three days after the procedure. Per the physician, the symptoms may have been due to the procedure or due to the frail condition of the patient and the condition of their bowel. The patient was scheduled for surgery; however, the decision to go through with the surgery was declined due to the condition of the patient. The patient subsequently passed away. It was noted that no product issues were encountered during the procedure. It was further reported that during the initial procedure, the device was placed in the lower kidney renal cell carcinoma (rcc). The tumor was reported to have tight retroperitoneum with little fat with the ice ball adjacent to the colon at 20 minutes. The patient's colon appeared normal 48 hours post-procedure. The patient had a follow-up computed tomography (CT) scan nine days post-procedure which showed colon perforation. At that time, the patient was deemed unfit for any surgical intervention to address the perforation, and passed away shortly after the colon perforation was discovered.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park.

Event description:
It was reported that a bowel perforation occurred. An 2.1 iceforce cx 90 degree needle was selected for a cryoablation of a exophytic renal cell carcinoma. The procedure was completed with the device successfully. Then, the patient experienced abdominal pain. A surgical resection was required to treat a perforation in the bowel. Post-procedure the patient is stable. It is unknown whether the physician believes the device may have caused/contributed to the perforation.